Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they periodically had issues with their ion selective electrode (ise) tests in the autumn of 2016 on the cobas 6000 c (501) module - c501. The customer stated that they are now having more frequent issues with error messages and an unspecified number of patient sample results. The customer provided data for a total of 50 patient samples that had questionable results for ise indirect na, k, for gen.2 (sodium and potassium). Of these, 14 had erroneous sodium and potassium results. The erroneous results were not reported outside of the laboratory. Refer to the attachment for all patient data. All samples were tested on the c501 analyzer, unless noted otherwise. Some results were reported outside of the laboratory from the c501 analyzer or a blood gas instrument. These results are noted on the attached table. No adverse events were alleged to have occurred with the patients. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided. The following parts have been exchanged on the c501 analyzer: the ise sipper probe on (B)(6) 2017. The ise probe on (B)(6) 2017. The ise sipper probe on (B)(6) 2017. The ultrasonic mixer on (B)(6) 2017. The sodium electrode on (B)(6) 2017. The chloride electrode on (B)(6) 2017. The sample probe on (B)(6) 2017. The ise pinch tubing on (B)(6) 2017. The ise sipper tubing on (B)(6) 2017. Reaction cuvettes were changed on (B)(6) 2017, but issues were encountered again that evening. A set of valves on (B)(6) 2017. The potassium electrode on (B)(6) 2017. The sample probe on (B)(6) 2017 (due to accident with sample gel). The ise reference filter was checked on (B)(6) 2017. All ise checks have been ok. The customer stopped using a system reagent position. The customer stated that both they and the field service engineer have been running hot washes on the ise system. The customer states that the ise check is perfect and all three levels of control are within range. Precision studies were run and these were perfect according to the customer. The customer stated that upon review of calibration history, no unexplained errors could be found. Quality controls are usually fine and only fail when the electrodes are close to the end of their life. The ise chamber has been manually washed every week. There has been no liquid found below it during maintenance. It has also been check with a flashlight on several occasions to ensure that it is empty. The field service engineer changed a printed circuit board, but this did not help resolve the issue. The customer experienced erroneous results with sample 11 on (B)(6) 2017 after this action. Two valves were changed on the analyzer on (B)(6) 2017, but this did not have any effect on the issue. The customer experienced additional erroneous results with samples 12 through 14 after this action.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Possible root causes include air in the sample channel, leakage of current coming from the waste, an old and/or expired reference electrode, or a short circuit between the ise reference line to the ground. The ise performance improved after the actions performed by the field service engineer. The customer stated they had an issue with one ise noise error, but did not report any further discrepant values.

Manufacturer narrative:
Additional data was provided for one of the originally reported 50 patient samples. Based on the new data, this sample had erroneous sodium and potassium values. This sample will be referred to as sample number (B)(6). The customer also provided data for an additional 6 patient samples that were affected on or after (B)(6) 2017. Of these samples, two had erroneous sodium and potassium results (sample numbers (B)(6)). For all samples, it was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer mentioned that only the slightly elevated incorrect results were reported outside of the laboratory to the clinicians, but no information was provided regarding the specific samples affected. After (B)(6) 2017, the field service engineer (fse) visited the site and performed checks of the analyzer. A leak was found by the entrance of several valves. The valves were removed and checked. New o-rings were installed on the tubing. The fse observed some crystallization on various parts of the instrument, including valves. He cleaned this. He replaced valves and checked for leakage; all was ok. The fse removed all electrodes and pinch valves. He found crystallization around the pinch valve block and on the pinch valve. He cleaned the pinch valve area. The waste tube at the back of the ise was broken. The fse cut and repaired the end with a new o-ring. The fse also saw a drop hanging from the ise sipper probe after it had been in a system reagent bath. The fse changed the following parts: ultrasonic mixer, "ise amp", cables, electrodes, probes, valves. Ise checks were performed. 40 samples were run and there were no issues. The customer ran controls and all were ok. On (B)(6) 2017, the customer stated that there was another sample that had an extreme high sodium result. It was asked, but data from this sample was not provided. The fse later changed all valves, carried out 6 month maintenance, and changed pinch valve tubing. He checked for leaks and none were found. The issue still persists. On (B)(6) 2017 the customer had extreme patient results of 25000 mmol/l for sodium, 15000 mmol/l for potassium, and 0 mmol/l for chloride. No further details were provided. The laboratory is highly aware of the issue at this time and is stopping all extreme values from being released outside of the laboratory. No adverse events were alleged. (B)(4).

Manufacturer narrative:
The customer performed a test by taking the tubing out of the potassium chloride system reagent bottle so that air can enter the reference electrode. This produced the same high results which have been observed by the customer. The customer used alcohol to clean the internal standard system reagent bath on the analyzer for more than 2 years. This is not the cleaning method specified in product labeling. It is unknown how this cleaning method might affect testing.